Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that one of the dust covers on the elbow joint of the arm on the central control monitor had broken off of the mount. The device was not changed out. No other details regarding the nature of the event were provided.